Manufacturer narrative:
(B)(4). Patient's medications:percocet, amlodipine, aspirin, atenolol, pravastatin, multivitamin, and tramadol. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprostheses. It was reported both olive tips "broke" after deployment when they were being withdrawn from the sheath. It was reported the anatomy in iliacs and aorta were "super tortuous". Both olives were reportedly completely separated from their catheters. One olive (device lot number unknown) was snared from the patient. The second olive (device lot number unknown) was removed in the sheath.